Manufacturer narrative:
The instructions for use (IFU) that accompanies the device provides guidance and recommends patterns for tracer registration. Device manufacturing date now provided.

Manufacturer narrative:
Patient weight not made available from the site. Reported issue could not be replicated. On 03/21/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/24/2016 software investigation completed. Findings are that the tracer pattern is not optimal for an accurate registration. Software is functioning as designed. Determined to be a use error. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the surgeon alleged an inaccuracy with navigation. No specific measurement, or direction, of the alleged inaccuracy was provided. The surgeon switched reference frames and passive pointers, however, the issue was not resolved. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome. Resolution confirmed on call.